Event description:
It was reported that the fiber was damaged; nothing had detached inside the patient and it was unknown if laser light was passing through the fiber. During the holep procedure, the fiber suddenly broke and the blast shield was scorched. The fiber and system were used in a manner consistent with regular use but this was first time this issue occurred. No other information was provided.

Event description:
It was reported that the fiber was damaged, nothing had detached inside the patient and it was unknown if laser light was passing through the fiber. During the holep procedure, the fiber suddenly broke inside the tube and the blast shield was scorched. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation was not able to be confirmed as the fiber performed within all testing parameters. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the fiber did not exhibit any breaks, damage, or burn marks. Functional examination identified the aiming beam was exiting from the tip. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record review: review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the fiber was damaged, nothing had detached inside the patient and it was unknown if laser light was passing through the fiber. During the holep procedure, the fiber suddenly broke inside the tube and the blast shield was scorched. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that the fiber was damaged, nothing had detached inside the patient and it was unknown if laser light was passing through the fiber. During the holep procedure, the fiber suddenly broke inside the tube and the blast shield was scorched. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation was not able to be confirmed as the fiber performed within all testing parameters. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the fiber did not exhibit any breaks, damage, or burn marks. Functional examination identified the aiming beam was exiting from the tip. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record review: review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.